Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient required assistance with disconnecting from the cycler during a dwell phase in order to go to the hospital unrelated to dialysis. Technical support assisted the patient with cancelling treatment. Upon follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized due to dyspnea and feeling ¿unwell.¿ upon arrival to the emergency room, the patient¿s hematological studies revealed an elevated troponin level (value not provided, and the patient was admitted for further evaluation. After additional review of the hematologic studies by the nephrologist, it was determined by the patient¿s troponin level was within normal limits given her renal dysfunction. The pdrn reported the patient has several cardiac comorbid conditions which could have caused or contributed to the events; however, the patient remains hospitalized as the root cause for the patient feeling dyspneic and unwell is still undiscovered. The patient continues to undergo ccpd while hospitalized and is considered stable at this time. Per the pdrn, there was no malfunction or deficiency of a fresenius device(s) and/or product(s) to report. The patient has retained the liberty select cycler for use following discharge.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse events of dyspnea and feeling ¿unwell¿ during ccpd therapy, which required hospitalization. The etiology of the patient¿s adverse events remains unknown; therefore, causality cannot be established at this time. Additionally, limited information prohibited a more in-depth investigation into the clinical events. Per the patient¿s spouse and pdrn, the events were unrelated to the patient¿s use of a fresenius device(s) and/or product(s), nor did any malfunction occur. While advances in technology have significantly reduced the number of adverse events incurred during pd therapy, the patient¿s liberty select cycler cannot be excluded from having a possible contributory role in the adverse events. Despite there being no allegation or objective evidence indicating the liberty select cycler malfunctioned or failed to meet user expectation. The lack of causality, treatment data, past medical history, hospital records, and a manufacturer evaluation of the suspect device; makes disassociation from the events unfeasible. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient required assistance with disconnecting from the cycler during a dwell phase in order to go to the hospital unrelated to dialysis. Technical support assisted the patient with cancelling treatment. Upon follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized due to dyspnea and feeling ¿unwell.¿ upon arrival to the emergency room, the patient¿s hematological studies revealed an elevated troponin level (value not provided, and the patient was admitted for further evaluation. After additional review of the hematologic studies by the nephrologist, it was determined by the patient¿s troponin level was within normal limits given her renal dysfunction. The pdrn reported the patient has several cardiac comorbid conditions which could have caused or contributed to the events; however, the patient remains hospitalized as the root cause for the patient feeling dyspneic and unwell is still undiscovered. The patient continues to undergo ccpd while hospitalized and is considered stable at this time. Per the pdrn, there was no malfunction or deficiency of a fresenius device(s) and/or product(s) to report. The patient has retained the liberty select cycler for use following discharge.